Manufacturer narrative:
Correction of the catalog number of the suspect medical device. The correct catalog number is a59102.

Manufacturer narrative:
Beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. No parts were returned to the manufacturer for physical evaluation. The dxc 800 pro clinical chemistry analyzer was evaluated at the user facility by a beckman coulter field service engineer (fse). The fse found that the sample vertical home alignment was out of specifications. A resolution was achieved by performing the re-alignment and changing all ion selective electrode (ise) reagents. Ise performance verification ran successfully. The investigation into the cause of the reported problem was able to confirm the failure mode. The fse identified the sample vertical home was out of alignment, which attributed to the reported event. Therefore, the complaint event was confirmed.

Event description:
Beckman coulter received a report from the customer regarding low sodium result recovery concerns with the device.